Manufacturer narrative:
Corrections in d4: expiration date and UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the surgeon not tracking which pathway had an anchor inserted in it. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that both roi-c plates were impacted into the same side of the cage (bottom side of holder/superior side of cage), causing the cage to break. The cage and both plates were removed and replaced to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that both roi-c plates were impacted into the same side of the cage (bottom side of holder/superior side of cage), causing the cage to break. The cage and both plates were removed and replaced to complete the procedure without patient impacts.